Event description:
Medtronic received information that pump error 54, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S.w version 4.11e. Pump passed the self test and displacement test. No unexpected pump error 54 and 3 alarm noted during the testing. However, pump error 54 and pump error 3 alarm found in the pump history (linenumber = 1421 and filenumber = 32122) due to software error.